Event description:
It was reported that the asymptomatic patient presented in the operating room for a routine device change out. During the procedure insulation abrasion was noted on the right ventricular lead near the svc coil and was determined to be due to friction with the ICD can. The lead was reprogrammed to exclude the svc coil from shocking vectors and the patient will be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.